Manufacturer narrative:
After battery installation, the middle (enter) keypad button did not respond to keypad presses due to flattened dome switch (crease). Unable to perform displacement and self tests due to the keypad anomaly. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on left hand side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.